Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to baseline. The cause for the failure was isolated to a defective u612 inverting charge pump on the computer/analog pca. Additionally the c655 component was thermally damaged. The root cause for the defective u612 component could not be positively identified. Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the u612 inverting charge pump. The root cause for the thermally damaged c655 was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor for an unrelated issue when a reportable malfunction was found.